Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem ("check therapy electrode" messages) has been confirmed. Upon investigation the electrode belt failed a therapy electrode recognition test. The cause for the failure was isolated to an open pulse wire in the cable connecting ECG "a" and the front therapy electrode. The root cause for the open pulse wire was excessive force on the cable. Device evaluation of battery charger/modem sn (B)(4) has been completed. The reported problem (unable to charge batteries) has been confirmed. Upon investigation the battery charger/modem was unable to recharge a battery. The cause for the failure was isolated to a shorted q1 current-controlling transistor on the bedside pca. The root cause for the shorted q1 transistor could not be positively identified. No adverse event resulted from the open pulse wire and shorted transistor. Electrode belt sn (B)(4) mfg. Date: 06/25/2014, battery charger sn (B)(4) mfg. Date: 01/21/2016.

Event description:
A us distributor returned a patient's electrode belt and reported that the patient was receiving frequent "check therapy electrode" messages. The distributor also returned the patient's battery charger and reported that it was unable to charge the patient's batteries.